Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the mobile view station (mvs). The representative reported that they replaced the keyboard, test keys and mouse. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the keyboard was unresponsive and was intermittently functioning. There was no patient present. No complications were reported/anticipated.

Manufacturer narrative:
The keyboard for the imaging system was returned to the manufacturer for analysis. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.